Event description:
It was reported that the device was used during a rectum cancer resection. After firing the device, the surgeon found staples were malformed. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that one sdh33 device was received instead of a cdh33. The device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. A batch record review was performed and no anomalies were found during the mfg process.